Event description:
It was reported that during a pci treatment procedure, the synergy balloon ruptured at six atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in a dialysis shunt. The physician used a 5f medikit introducer sheath for vascular access. The synergy balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.